Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that in the surgery, the expressew needle is passed to the table and is evident that it is bent, for the patient's safety is decided not to use the needle due there is a risk that it would have a failure. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was found that the needle is bent near to the white plastic flag. A manufacturing record evaluation was performed for the finished device lot number: 58784, and no non-conformances related to the reported complaint condition were identified. According with the visual inspection of the photo, this complaint can be confirmed. A possible root cause can be attributed to the transportation and storage. It is possible that the device was pushed down with an excessive force over an irregular surface, therefore the needle was bent, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information received, it was reported that in the surgery, the expressew needle is passed to the table and is evident that it is bent, for the patient's safety is decided not to use the needle due there is a risk that it would have a failure. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was found that the needle is bent near to the white plastic flag. A manufacturing record evaluation was performed for the finished device lot number: 58784, and no non-conformances related to the reported complaint condition were identified. According with the visual inspection of the photo, this complaint can be confirmed. A possible root cause can be attributed to the transportation and storage. It is possible that the device was pushed down with an excessive force over an irregular surface, therefore the needle was bent, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.,according to the information received, it was reported that in the surgery, the expressew needle is passed to the table and is evident that it is bent, for the patient's safety is decided not to use the needle due there is a risk that it would have a failure. The complaint device was received and evaluated. Upon visual inspection, it was found that the needle is bent near to the white plastic flag. A manufacturing record evaluation was performed for the finished device lot number: 58784, and no non-conformances related to the reported complaint condition were identified. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to the transportation and storage. It is possible that the device was pushed down with an excessive force over an irregular surface, therefore the needle was bent, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that preoperatively to an unknown surgery on (B)(6) 2021, it was observed that the expressew iii needle device was bent. There were no adverse patient consequences reported. No additional information was provided.